Event description:
It was reported that, "pt complained of dislocation. Dr (B)(6) revised pca with a new 10 degree liner."

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional info (including x-rays and medical records) was requested. Should device or additional info become available, the eval summary will be submitted in a supplemental report.